Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to erosion. A new device was not implanted. No further patient complications were reported.

Manufacturer narrative:
Update to block a1: patient identifier upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) components underwent a thorough analysis. The cuff and pump were visually inspected, and leak tested. There were no abnormalities identified and both components passed the leak testing. Additionally, the pump passed the functional testing performed. The allegation relates to erosion which is addressed in our labeling and risk documentation. The reported clinical observation of erosion is a known risk with this device.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to erosion. A new device was not implanted. No further patient complications were reported.